Event description:
Patient was in procedure center and they intubated the patient. After the pt was presenting with high end-tidal co2 (etco2) values (signs of possible malignant hypothermia). Biomed was called. Patient was moved in to new operating room with a flushed machine to prevent further concerns. The pt still showed signs after room switch took place and after checking all equipment we found that the anesthesia circuit was improperly bonded which caused the false readings. The inspiratory green tube was moving during the expiration of air when it should stay in place.